Event description:
It was reported that the peg on the dome impactor broke off. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. H6: component code- proposed annex g code: mechanical (g04) - impactor. Reported event was confirmed by review of pictures. Visual examination of the provided photographs identified wear and tear along the device from previous use and wear along the etch. It is confirmed that the peg of the impactor is fractured off. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.